Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported by the customer that their insulin pump was exposed to moisture. Customer stated that they had been jumped into a pool while still attached to the device and fluid is trapped behind the display screen. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 169 mg/dl at time of reporting. Nothing further reported.